Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. No error 63 found in history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 510 mg/dl at the time of incident and current blood glucose was 563 mg/dl. Customer stated they offered calling emergency but they refused. Customer treated with manual injection. Customer stated insulin pump had audio vibrate anomaly. Customer stated they was not hear anything from the insulin pump when high or low. Customer reported they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The device will be returned for analysis.